Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-07-03. H.6. Investigation summary. 69 representative samples were received by our quality team for evaluation. These samples were subjected to visual inspection. 32 out of 69 representative samples were subjected to the end cap leak test and no leakage was observed. Four out of 32 samples were further subjected to end cap cone measurement. Based on the inspection, it was observed that the end cap cone luer at stages 3 and 4 (6mm and 7mm, respectively), is larger than expected, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, no leakage was observed. However the larger diameter of the end cap cone luer could have caused the end cap not to properly secure to the cannula hub, which could lead to leakage from the end cap. CAPA 1515534 was initiated to address leakage due to end cap issue. This incident has been added to our database of reported incidents.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced leakage during use. The following information was provided by the initial reporter: carol is concerned that the venflons are leaking even though they are tightly secured, the venflons are being used by experienced staff with no training issues.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced leakage during use. The following information was provided by the initial reporter: carol is concerned that the venflons are leaking even though they are tightly secured, the venflons are being used by experienced staff with no training issues.